Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 500 mg/dl range. The customer alleged that the pump was not delivering enough insulin when the customer requested a bolus. Reportedly, the customer reverted to manual injections for insulin therapy.